Event description:
The physician was performing a therapeutic sphincterotomy with a sphincterotome. During the procedure, it was noted the cutting wire broke away from the device during electrocautery leaving a portion of the cutting wire in the pt. The procedure was aborted and the cutting wire was left in the pt to pass naturally. No further info is available.